Event description:
The jetstream g3 was advanced to treat a 40 cm moderately calcified lesion located in the superficial femoral artery (sfa) / popliteal / peroneal trunk (pt) arteries. The sfa was treated successfully using both minimum and maximum diameter mode sizes. It was then decided to move to the distal popliteal/pt and minimum diameter mode size was used several times. The physician then decided to use the maximum diameter mode in a 3.1 mm vessel and soon created a perforation with immediate bleed into the surrounding tissues causing compartment syndrome. The pt was sent to surgery and the compartment syndrome was resolved.

Manufacturer narrative:
The pathway jetstream g3 catheter was discarded after the procedure and therefore not returned to pathway medical technologies for eval. Perforation is an inherent risk for the treatment of peripheral vascular disease with pathway medical's jetstream g3 system and is listed as a potential adverse event in the IFU. The device was used in a vessel with a reference diameter of 3.1 mm. There is a note in the IFU regarding reference vessel diameter in maximum size mode: "caution: do not use the jetstream g3 catheter in maximum tip diameter (blades up) unless the reference vessel diameter is greater than or equal to 4.0 mm. Doing so may result in vessel damage."